Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion"), pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal"). The patient was treated with surgery (ingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and breakage/ expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received, new reporter, patient demographic, essure indication, stop date and event injury to herself with pain (pelvic/ abdominal), breakage/ expulsion and outcome were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion') in an adult female patient who had essure (batch no. 664658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal adhesions and endometriosis. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion"), pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal"). The patient was treated with surgery (ingectomy (bilateral), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and breakage/ expulsion. Discrepancy noted in date of insertion (B)(6) 2014. One coil was noted outside the fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: not provided. Lot number: 664658 manufacturing date: 2009-08 expiration date: 2012-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion') in an adult female patient who had essure (batch no. 664658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal adhesions and endometriosis. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion"), pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal"). The patient was treated with surgery (ingectomy (bilateral), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and breakage/ expulsion. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. One coil was noted outside the fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: not provided. Most recent follow-up information incorporated above includes: on 26-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- dysmenorrhea (cramping). Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.